Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the pt was scheduled to have a lead added to his system. When the doctor opened the pocket, it was observed that the port plug was about 75% out of the header and bent. The doctor felt that the ipg should be replaced and explanted the device. Post-operation the stimulation was recaptured.

Manufacturer narrative:
Eval: method - the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. The ipg was visually inspected and it was noted that the ipg was returned without the port plug. Instrument marks were observed on the header, peek material and can. The ipg was functionally tested and passed the auto test. Conclusions: the reported complaint could not be confirmed, the ipg was returned without a port plug. The ipg also passed the auto test. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.